Event description:
It was reported that the physician attempted to reposition the right ventricular (rv) lead due to high thresholds and no capture. During the procedure, the helix became stuck and the lead was not repositioned. The lead was explanted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies were found. The full lead was returned and analyzed. There was blood on the helix mechanism, the helix was distorted/ bent, and there was apparent explant damage. The lead was returned with the helix fully engaged and stretched. The analyst noted the helix will not function properly because it is stretched and slightly bent; as a result the helix will not engage the guide tooth.